Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 95" and"pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device activity log. However, the device was put through extensive testing; bench handling, impedance, defibrillation cycling, and environmental chamber testing was performed with passing results. Device preformed multiple automatic and manual self-tests with passing results. Device was able to correctly detect when shorted and not shorted using test pads and mfc. Customer's mfc was not returned for testing. Internal inspection was performed with passing results. As a precaution to the errors observed in the log the pd engine was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.